Event description:
It was reported, the camera head connector was damaged and water invasion occurred. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the video connector was found to be flooded, damaged and the watertightness was confirmed to be defective. There were no abnormalities with the operation and image check. Based on the results of the investigation, it is likely that the following led to the malfunction: there were dents on the video connector in various places. It is assumed that physical stress was applied to the video connector, which resulted in damage to the video connector, resulting in the video connector no longer being airtight and flooding due to moisture that entered the connector. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.